Event description:
The customer reported that he was getting positive antibody screens from the tango instrument. The customer returned neither the supposedly defective product nor the samples that had caused false positives. Therefore our quality control laboratory tested the retained sample of anti-human globulin anti-igg solidscreen ii with different positive and negative controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. The customer reported at present that no more "false" positive occurred, only true positives. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. All instrument specific data provided to bmd were reviewed. We are awaiting the field service report from a service visit performed and are going to send in our final report on this incident as soon as we'll get this report.

Event description:
The customer reported that he was getting positive antibody screens from the tango instrument. The customer returned neither the supposedly defective product nor the samples that had caused false positives. Therefore our quality control laboratory tested the retained sample of anti-human globulin anti-igg solidscreen ii with different positive and negative controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. The customer reported at present that no more "false" positive occured, only true positives. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. All instrument specific data provided to bmd were reviewed and a service visit conducted. The service engineer scrutinized and adjusted all of the critical items with the system that could influence the quality of solidscreen ii results. There is was no indication for an instrument malfunction.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.